Event description:
It was reported that sometime post stent placement, the blood flow was allegedly obstructed. It was further reported that the device ruptured. Reportedly the patient experienced sudden pain. The current patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified. (Expiry date: 05/2023).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified. (Expiry date: 05/2023).

Event description:
It was reported that sometime post stent placement, the blood flow was allegedly obstructed. It was further reported that the device ruptured. Reportedly the patient experienced sudden pain. The current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. Provided images demonstrate the placed stent inside the vessel. Resolution of the images is poor such that single stent struts are not visible. A strut fracture or collapse cannot be identified which leads to inconclusive evaluation result. An indication for a process related issue could not be found. The lesion was pre dilated and the stent was successfully deployed without difficulty; the vessel was not tortuous/ calcified. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Holding and handling of the system throughout deployment was found closely described, in particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instructions for use further state: 'cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques', 'post stent expansion with a pta catheter is recommended.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five days post overlapping stent placement in the superficial femoral artery with femoral access, the stent in proximal position was allegedly fractured and collapsed. It was further reported that the blood flow was allegedly obstructed. Reportedly the patient experienced sudden pain. The procedure was completed by using another device. The current patient status was unknown.